Event description:
It was reported that the user experienced leaking insulin cartridges in the pump reservoir, believed to be associated with overfilling and subsequent extraction to make the plunger flush, which led to very high blood glucose readings (exact reading unavailable) until an external insulin injection was administered and glucose returned to the 100 mg/dl. Customer care provided the user education on the causes of leakages. Investigation of this case revealed a leak at or related to a reservoir seal consistent with a leak/splash device problem affecting the reservoir component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no lasting health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.